Event description:
Boston scientific received information that this right ventricular lead displayed a low out of range impedance measurement. During a follow up visit, all other measurements were within normal limits, however there was noise resulting in oversensing. A chest x-ray was performed revealing a suspected fracture under the clavicular area. There had been no inappropriate therapy, as the episode was non-sustained. A revision procedure is intended. No adverse patient effects were reported.

Manufacturer narrative:
As of this date, this lead remains implanted. When additional information becomes available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received. Further follow up revealed similar low impedance measurements. It was thought there was a fracture or insulation damage. Subsequently, approximately six weeks later, a revision procedure was performed. This lead was surgically abandoned and replaced.